Manufacturer narrative:
Upon review the unknown IV administration set cannot be located because there is no information provided with this device. This MDR will be reopened in the event the product involved or additional information becomes available.

Event description:
On 12/08/2023, infutronix received a report that an IV administration set had a bonding issue causing a broke in the tube and hence a leakage. The infusion cannot resume without causing delay in treatment. Requested IV administration set to be returned for further evaluation.